Manufacturer narrative:
Additional info: through follow-up the date of birth of the patient was provided. Therefore, that field which was previously reported as unknown has now been updated accordingly. The customer did not have any further information regarding the reported event. Age/date of birth: (B)(6). Device available for evaluation; returned to manufacturer on: 06/19/2019. Device evaluation: only a half of lens with its haptic and one detached haptic were returned. Loose fibers/particles were observed on lens piece and haptics related the handling of the unit out of a sterile environment. Residues of lubricant material was observed on lens piece and haptics. The condition in which the sample returned is consistent with a lens that was implanted and removed. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's operative eye, but the haptic was folded over the lens. An incision enlargement was required, however, there was no other intervention, and there was no patient injury. Another lens (same model and diopter) was implanted as a replacement. The patient is doing fine post-operatively. No additional information was provided to johnson & johnson surgical vision.